Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was increasing the stimulation, but didn¿t feel it. They were able to use their patient programmer (pp) to increase the amplitude, but didn¿t feel the stimulation. It was noted that the patient slipped and fell down their stairs the saturday prior to the report and landed on their device. The patient stated they had contacted their doctor¿s office, but hadn¿t heard back at the time of the report. There were no further complications reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient called because they fell down the stairs on (B)(6) 2018. The patient though they might have bumped the ins, the fall might have affected their implant because it didn¿t feel like it was working right. The patient stated they weren¿t getting relief and reported they were having trouble with their programs before the fall. They noted they were on program 2 and it wasn¿t helping them. The manufacturer representative (rep) then put in 3 new programs. The patient stated the new programs were helping a little bit but then they had a fall. The patient noted they spoke with the rep after they fell down the stairs and they were on program 4 and it wasn¿t working right and that they could barely feel the stimulation even when it was ¿cranked up.¿ it was noted the rep told the patient to switch to program 3 and the patient was still concerned because they reported that program 3 had very faint stimulation, even at the highest level. The patient was re-directed to their health care physician (hcp) to check their implant and meet with their rep. The patient reported they were in transition with hcps and t hat they couldn¿t see their new hcp until october 2 but they still wanted someone to check their implant or just give them guidance on other settings. There were no further complications reported/anticipated.